Manufacturer narrative:
Per tandem¿s t:slim user guide: ¿check that your luer-lock connection between the cartridge tubing and the infusion set tubing is tight and secure.¿ no product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer was not seeing drops of insulin exit the end of the tubing during filling. During troubleshooting with tandem technical support, the customer noticed the luer lock was wet. The customer reconnected the tubing to the luer lock and was able to complete load and resume insulin delivery. The customer's blood glucose level was 186 mg/dl.